Manufacturer narrative:
The insulin pump was unable to prime during prime/ compromised force sensor test and motor error alarm during basic occlusion test due to faulty force sensor resistor (gold). The motor passed motor test. Analysis was unable to perform occlusion and no delivery tests due to prime/fill anomaly. The pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 360 mg/dl. The customer treated for the high blood glucose level with a syringe. The drive support cap appears intact. The pump was exposed to a high magnetic field, during a body scanner. The customer states they are able to complete the rewind. However the motor error occurred more than once in the last 30 days. The device will be returned for analysis.